Event description:
During evaluation of a returned prismaflex st150 set, a leak was detected. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). The device was received for evaluation. Visual inspection of the product showed no anomaly. An air leak test was performed at 2 bar pressure, and no leak was observed. The set was loaded and primed on a prismaflex control unit and passed all testing. An underwater air leak test was performed, and a leak was detected at the level of the access post-pump pod. This component is manufactured and assembled by vantive internal suppliers. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the pod defect was determined to be related to supplier manufacturing. Two (2) nonconformance records have been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.